Event description:
It was reported that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed "no cartridge detected" warnings and the pumps did not recognize the cartridge during evaluation and dispensing fluid.